Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, there was difficulty advancing the enroute 0.014'' guidewire across the lesion, and after multiple attempts, a dissection was observed. The physician elected to convert the procedure to a carotid endarterectomy (cea). The patient's clinical condition after the completion of the procedure was reported as stable.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.